Event description:
It was reported that during a ptca treatment procedure, that the balloon ruptured at 10atm. No other information is available and product was disposed. No patient injuries or complications were reported.